Event description:
The bact classic instrument is an instrument used with blood culture bottles to detect microbial growth. In may 2005, the users ran quality control testing. They prepared an e. Coli suspension and inoculated the suspension into one set of bpa/bpn bottles. The bottles were re-labeled with new generic bar-codes. The bottles were loaded into the cabinet for detection. In general the e. Coli organisms will grow rapidly and the system will detect it in several hours. The graphs of the bottles look like typical positive bottles. But, the results reported by the instrument do not indicate a positive result. The bottles were reported as negative. The qc bottles should be pisitive. No pts were injured. The treatment of pts were not adversely affected by the malfunction.